Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. (B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #: 1627487-2017-01050. It was reported the patient had an infection at both the ipg and lead sites. As a result, the patient will undergo surgical intervention.

Event description:
Device 2 of 2, reference MFR report #: 1627487-2017-01050. Follow up revealed that the patient underwent surgical intervention sometime in (B)(6) 2017 due to the infection. The patient was treated with intravenous (IV) antibiotics. The infection was resolved within two weeks of the explant.